Manufacturer narrative:
On 06/24/2016 the field service engineer (fse) found a minor leak in worn tubing through vl46b. The fse replaced the tubing and rerouted the line to prevent premature wear on the tubing. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported an uncontained clear leak from the coulter lh780 hematology analyzer while idle. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.